Event description:
It was reported that the patient presented to the emergency room two days post implant with chest pain. Investigation revealed a pericardial effusion; cardiac perforation by the atrial lead was suspected though lead parameters were stable and unchanged from implant. The patient was treated with platelet infusion and cessation of anticoagulant therapy. The effusion was reduced in size without intervention, and the lead was left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.